Event description:
It was reported that a user requested assistance during a supply change after the pump unexpectedly presented the ¿fill tubing¿ screen while the prior cartridge remained installed and the pump had not been rewound; the agent guided the user to exit that screen and return to the start of the change process, after which the user successfully rewound and confirmed she could complete the change. There were no reported symptoms or change in blood glucose. Outcomes included no clinical impact and no alarms. Investigation included remote troubleshooting and user education focused on correct cartridge and tubing change workflow. Investigation of this case revealed user procedural error related to incorrect sequence during a supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through troubleshooting and education.